Event description:
A customer reported to beckman coulter, inc. (Bec) that reagent was overflowing from total protein module (tpm) on unicel dxc 880i synchron access clinical system. The customer has a hazard management plan in place. There was no effect to patient or user.

Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with troubleshooting and asked customer to raise the module to ensure the drain line was not pinched; it was not pinched. Because tpm was disabled, so cts instructed customer to enable the module and home the system. The system homed without any issues. The cts also instructed the customer to prime the tpm and it primed without any issues. The customer was to call back if leaking issue comes back. No further total protein module overflowing complaint had been filed as of (B)(6) 2011.